Event description:
After weight loss, the patient presented to the physician with rib pain near the sensing lead site. Physician brought the patient into the operating room, removed the ipg and sense lead, and implanted a newer ipg model that does not require a sensing lead. The new ipg was placed in a tyrx pouch, antibiotic powder was applied to the area, and the incision was closed.